Event description:
On (B)(6) 2026, a patient was prepped for a stent placement procedure using fluency plus. During the procedure, it was reported that, before use, the delivery shaft was split into two pieces while deploying. There was no reported patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available a definite root cause for the reported event could not be determined. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation; the stent graft was still loaded in the delivery system and the outer sheath was fractured distal to the swivel nut which leads to confirmed results for outer sheath fracture and positioning failure. No indications of manufacturing deficiencies were identified. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed results for outer sheath fracture and positioning failure. A definitive root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling confirmed that the instructions for use (IFU) adequately address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding device preparation, the IFU states: prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. For required materials, the IFU specifies the need for an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire. Packaging symbols indicate an 9f introducer and a 0.035 guidewire. The IFU also notes: pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.